Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 58-year-old female patient underwent a port placement procedure using powerport isp implantable port, chronoflex single-lumen. It was reported that on (B)(6) 2025 patient allegedly experienced burning sensation with attempt to push saline through port, and port was demonstrated sluggish blood return. Reportedly, the catheter was allegedly found leaking. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fluid leak and sluggish blood return issues as no objective evidence was provided for review. The definitive root cause for the issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 58-year-old female patient underwent a port placement procedure using powerport isp implantable port, chronoflex single-lumen. It was reported that on (B)(6) 2025 patient allegedly experienced burning sensation with attempt to push saline through port, and port was demonstrated sluggish blood return. Reportedly, the catheter was allegedly found leaking. The current status of the patient was unknown.